Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4) (ref medsun mandatory and voluntary report form - uf /importer report# 0504850000-2023-8005). Customer confirmed the tip of the catheter was not removed from the patient. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Further investigation to be carried out.

Event description:
Part (B)(6), drainage kit, lumbar - (B)(6) 2023 lumbar drain placed in cardiovascular operating room by anesthesiologist. (B)(6) 2023 drain removed. Documentation related to removal "while removal there was noted thinning of the catheter that was reported to the surgeon who assumed removal. The catheter tip was sheared off and retained within the patient". CT of l spine showed "dorsal spinal stimulator lead enters the spinal canal at l4-l5, and terminates above the field-of-view". Neurosurgery was consulted, options were presented for treatment, and patient opted for conservative management- non-surgical.

Event description:
Part nt821707, drainage kit, lumbar - (B)(6) 2023 lumbar drain placed in cardiovascular operating room by anesthesiologist. (B)(6) 2023 drain removed. Documentation related to removal "while removal there was noted thinning of the catheter that was reported to the surgeon who assumed removal. The catheter tip was sheared off and retained within the patient". CT of l spine showed "dorsal spinal stimulator lead enters the spinal canal at l4-l5, and terminates above the field-of-view". Neurosurgery was consulted, options were presented for treatment, and patient opted for conservative management- non-surgical.

Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4) (ref medsun mandatory and voluntary report form - uf /importer report# 0504850000-2023-8005). Update to section: h4 the product evaluation form details the below: the device history record for the device was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. A review was also performed on the 80cm catheter lumbar assembly ((B)(6) ), of which there were five different lots. All five lots met specifications during incoming inspection and in-process. Root cause/failure investigation: the customer's complaint could not be confirmed, as the device was not returned for evaluation or any additional information regarding the incident. Based on the complaint reason of "catheter tip was sheared off and retained within the patient" a review of the capas opened within the last 12 months capa005401 was generated to investigate the root cause of the catheter shearing. Evaluation of the complaint descriptions and product tested performed (refer to capa005401) found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the touhy needle cutting through the lumbar catheter. The instructions for use ((B)(6) rev. Ab) contains several warnings to help prevent this from occurring in the field: page (5) five warning states "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously". Page (5) five under precautions states: "silicone rubber tears and cuts easily. Use rubber shod forceps when handling the catheter". Page seven (7) warns: "warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously". Also, page seven (7) below step 7 list three caution statements: "caution: silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters". "Caution: hold the catheter securely at the exit site during needle and guide wire removal to prevent catheter dislodgement". "Caution: follow these points to aid needle and guide wire removal and to prevent damaging the catheter". Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Unable to confirm if device failed to meet specifications as the, device was not returned for evaluation. Failure mode: unconfirmed/ no device returned for evaluation. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Per feedback from the customer the affected product will not be returned. Acceptable risk associated with the complaint as per hazard ID 1.5 in (B)(4) natus external drainage lumbar catheters risk analysis spreadsheet. Risk is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821707, drainage kit, lumbar - the lumbar drain was placed by the anesthesiologist. The drain was removed on may 11th by "cts np and surgeon with tip missing". Subsequent CT scar showed "lead enters spinal canal at l4-l5, and terminated above field of view". No medical intervention required. No delay in surgery.